Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR), and labeling. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was performed, which confirmed that there were no non conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding the patient required two units of blood transfusion due to bleeding. Additionally, the patient underwent prostatic embolization. The patient was reported to have been discharged. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. Based on the review of the DHR and labeling the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that the patient required two units of blood transfusion due to bleeding (per manufacturer's instructions for use, bleeding is a perioperative risk of the aquablation procedure). Additionally, the patient underwent prostatic embolization. The patient was reported to have been discharged home. It was reported that several months, prior to the aquablation procedure, the patient had been prescribed finasteride due to the significant size and blood flow observed in the prostate. The treating surgeon mentioned the patient's prolonged period of urinary retention and the poor highly inflamed quality of the bladder. Upon insertion of the aquabeam handpiece into the bladder, the patient jumped. Prior to commencing the aquablation procedure, the treating surgeon observed sanguineous output into the aspiration tube. The procedure proceeded with two treatment passes, followed by hemostasis with the catheter changing color from clear to light pink. There were no reported malfunctions of the aquabeam robotic system.